Event description:
This female patient with a history of peripheral vascular disease, diabetes, current smoker, and hypertension was admitted for stenting of the right mid-distal superficial femoral artery (sfa). The patient was treated with plavix 24 hours prior to procedure. Aspisol 500 mg i.v. Was given at the beginning of the procedure. Heparin was given at the beginning of the procedure; total dose used during procedure was 5000iu. The vessel anatomy at the lesion site was straight, the type of lesion was de novo, and the lesion was calcified and eccentric. The lesion location was 3cm above the superior edge of the patella. Total lesion length was 80mm and was totally occluded. There was no thrombus present at the site before procedure. Reference vessel diameter was 4.5mm. Access method was percutaneous and puncture site was contralateral. No pre-dilation was done. One smart stent (6 x 80mm) was implanted in the right distal sfa. Post-dilation was done with a sailor balloon (4 x 80mm). No dissection was reported during the index procedure. Patient was discharged in 2007. Medication at discharge: aspirin and clopidogrel. Approximately six months later, the patient returned for re-angiography. This revealed a 50-60% stenosis in the previously implanted smart stent in the mid-distal sfa. No treatment was performed.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.